Manufacturer narrative:
Lead model 3778-45, serial# (B)(4), implanted: 2010-(B)(6), explanted: unknown, lead model 3778-60, serial# (B)(4), implanted: 2010-(B)(6), explanted: unknown, lead model 3778-45, serial# (B)(4), implanted: 2010-(B)(6), explanted: unknown, programmer model 37743, serial# (B)(4), lead model 3770-60, serial# (B)(4), implanted: 2010-(B)(6), explanted: unknown.

Event description:
It was reported that the patient could not adjust stimulation. The display showed a call your doctor icon. A power-on-reset (por) condition was reported. The patient was unable to clear the condition as she had exceeded the number of times the patient programmer could clear a por. The patient needed to clear the condition with a clinician programmer. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow up information received reported that the patient received assistance from the manufacturer's representative on (B)(6), 2011 at which time their concerns were resolved. If additional information is received, a follow-up report will be sent.